Manufacturer narrative:
The insulin pump was received with all operating currents within specification. The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. No excessive no delivery alarms noted. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their insulin pump is under delivering insulin and they have unexplained high blood glucose. Customer also stated that a no delivery alarm was received. The customer indicated they would like to troubleshoot relative to this issue. The customer's blood glucose level was 422 mg/dl at the time of incident. The customer indicated that he changed the reservoir, set and bolused with the pump but that the high blood glucose level stayed the same. Troubleshooting advised to follow up with their doctor regarding the high blood glucose and that a new device would be provided to them.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.